Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage to electronics assembly. Motor and force sensor was also moisture damaged. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify frozen screen or pump error 24 or pump error 40 due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and also had power loss alarm. Customer stated they were able to clear the alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.